Event description:
It was reported that a patient presented as an in-patient on 14 nov 2022 after experiencing an inappropriate shock that caused discomfort. Upon interrogation, it was noted that the shock was due to oversensing of lead noise on their right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.